Event description:
It was reported that doctor broached to a press fit #2. Stem opened and implanted, stem subsided 4-5 mm below level of #2 broach, before it was struck with a mallet. In other words, the actual stem was pushed in by hand past desired depth. Doctor asked is this the right stem. It was. Asked for the broach back. Broach #2 was put back in. Doctor said the #2 broach is sitting at the level he wanted and has good press fit. Removed broach tried #2 stem again. Again stem was put in only using hand and subsided past the point of the broach and had no pressfit. #3 stem was opened, #3 broach used first. #3 stem implanted with minus head option.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.